Event description:
IT WAS REPORTED THAT, IN THE ENDOPROTHESENREGISTER (EPRD) FROM GERMANY, A TOTAL OF (B)(4) HIPS UNDERWENT PRIMARY THA PROCEDURES BETWEEN 01-MAR-2013 AND 31-MAR-2024, USING AN R3 XLPE NEUTRAL INSERT. FROM THESE, SIX HUNDRED AND NINETY (690) HIPS WERE LATER REVISED DUE TO THE FOLLOWING REASONS: ONE HUNDRED AND SEVENTY-ONE (171) HIPS DUE TO INFECTION, EIGHTY-EIGHT (88) HIPS DUE TO DISLOCATION/INSTABILITY, SIXTY-SIX (66) HIPS DUE TO PERIPROSTHETIC FRACTURE, FIFTEEN (15) HIPS DUE TO MALPOSITION/MALALIGNMENT, SEVENTY-FIVE (75) HIPS DUE TO ASEPTIC LOOSENING, TWENTY-FOUR (24) HIPS DUE TO WEAR AND TWO HUNDRED AND FIFTY-ONE (251) HIPS DUE TO OTHER-UNKNOWN REASONS. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN 01-MAR-2013 AND 31-MAR-2024 IN GERMANY.

Manufacturer narrative:
REPORTING QUARTER: 2 (APRIL 1 - JUNE 30, 2025). SUMMARY OF ADVERSE EVENTS: IT WAS REPORTED THAT, IN THE ENDOPROTHESENREGISTER (EPRD) FROM GERMANY, A TOTAL OF (B)(4) HIPS UNDERWENT PRIMARY THA PROCEDURES BETWEEN 01-MAR-2013 AND 31-MAR-2024, USING AN R3 XLPE NEUTRAL INSERT. FROM THESE, SIX HUNDRED AND NINETY (690) HIPS WERE LATER REVISED DUE TO THE FOLLOWING REASONS: ONE HUNDRED AND SEVENTY-ONE (171) HIPS DUE TO INFECTION, EIGHTY-EIGHT (88) HIPS DUE TO DISLOCATION/INSTABILITY, SIXTY-SIX (66) HIPS DUE TO PERIPROSTHETIC FRACTURE, FIFTEEN (15) HIPS DUE TO MALPOSITION/MALALIGNMENT, SEVENTY-FIVE (75) HIPS DUE TO ASEPTIC LOOSENING, TWENTY-FOUR (24) HIPS DUE TO WEAR AND TWO HUNDRED AND FIFTY-ONE (251) HIPS DUE TO OTHER-UNKNOWN REASONS. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN 01-MAR-2013 AND 31-MAR-2024 IN GERMANY. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATION, THE R3 ACETABULAR SYSTEM PRESENTS A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT TO THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THIS SYSTEM IS AT LEAST AS SAFE AND EFFECTIVE AS ALL ITS THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND INFORMATION FOR SAFETY INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. ACCORDING TO THIS REGISTRY REPORT, A TOTAL OF (B)(4) PRIMARY THA PROCEDURES WITH R3 XLPE NEUTRAL INSERTS HAVE BEEN PERFORMED IN GERMANY BETWEEN 01-MAR-2013 AND 31-MAR-2024. THESE COMPONENTS HAVE BEEN PAIRED AND REVIEWED BASED ON THE FOLLOWING SUBCATEGORIES: ELECTIVE THA WITH CEMENTLESS STEMS, ELECTIVE THA WITH CEMENTED STEMS AND THA FOR PF-FRACTURE. DURING CEMENTLESS THA, THE MEAN CUMULATIVE REVISION RATES FOR THE R3 XLPE NEUTRAL INSERT WERE HIGHER THAN THE CLASS DEVICE DURING THE FIRST 3 YEARS OF FOLLOW-UP AND WAS LATER COMPARABLE TO THE CLASS FROM 4 TO 8 FOLLOW-UP YEARS BASED ON THE OVERLAPPING OF CONFIDENCE INTERVALS. OVERALL, THE RATES OF EACH REASON FOR REVISION FOR XLPE NEUTRAL INSERTS DURING CEMENTLESS THA WERE CONSISTENT WITH THE REASONS FOR REVISION FOR THE CLASS DEVICE DURING CEMENTLESS THA (INFECTION: 24.1% VS 21.8% OF THE CLASS, DISLOCATION/INSTABILITY: 12.3% VS 8.6% OF THE CLASS, PERIPROSTHETIC FRACTURE: 9.6% VS 13.0% OF THE CLASS, MALPOSITION/MALALIGNMENT: 2.4% VS 2.2% OF THE CLASS, WEAR: 2.9% VS 0.7% OF THE CLASS AND OTHER-UNKNOWN REASONS: 37.6% VS 40.6% OF THE CLASS). DURING CEMENTED THA AND THA FOR PF-FRACTURE, THE MEAN CUMULATIVE REVISION RATES FOR THE R3 XLPE NEUTRAL INSERT WERE IN LINE WITH THE CLASS DEVICE ACROSS 8 YEARS OF FOLLOW-UP BASED ON OVERLAPPING CONFIDENCE INTERVALS. THE FOLLOWING CUMULATIVE REVISION RATES WITH 95% CONFIDENCE INTERVALS ARE PRESENTED IN THIS REPORT: 1. ELECTIVE THA WITH CEMENTLESS STEMS (R3 XLPE NEUTRAL INSERT USED IN 14,466 HIPS VS 433,400 PROCEDURES LISTED FOR THE CLASS). O AT 1ST POSTOPERATIVE YEAR: 3.2% (2.9%-3.4%) VS 2.7% (2.7%-2.8%) OF THE CLASS. O AT 2ND POSTOPERATIVE YEAR: 3.6% (3.3%-3.9%) VS 3.1% (3.1%-3.2%) OF THE CLASS. O AT 3RD POSTOPERATIVE YEAR: 3.8% (3.5%-4.1%) VS 3.4% (3.3%-3.4%) OF THE CLASS. O AT 4TH POSTOPERATIVE YEAR: 4.0% (3.6%-4.3%) VS 3.6% (3.5%-3.6%) OF THE CLASS. O AT 5TH POSTOPERATIVE YEAR: 4.2% (3.8%-4.6%) VS 3.7% (3.7%-3.8%) OF THE CLASS. O AT 6TH POSTOPERATIVE YEAR: 4.4% (4.0%-4.8%) VS 3.9% (3.9%-4.0%) OF THE CLASS. O AT 7TH POSTOPERATIVE YEAR: 4.6% (4.1%-5.0%) VS 4.1% (4.1%-4.2%) OF THE CLASS. O AT 8TH POSTOPERATIVE YEAR: 4.8% (4.3%-5.3%) VS 4.3% (4.2%-4.4%) OF THE CLASS. 2. ELECTIVE THA WITH CEMENTED STEMS (R3 XLPE NEUTRAL INSERTS USED IN 2,978 HIPS VS 119,438 PROCEDURES LISTED FOR THE CLASS). O AT 1ST POSTOPERATIVE YEAR: 2.6% (2.0%-3.2%) VS 2.4% (2.3%-2.5%) OF THE CLASS. O AT 2ND POSTOPERATIVE YEAR: 3.0% (2.3%-3.6%) VS 2.7% (2.6%-2.8%) OF THE CLASS. O AT 3RD POSTOPERATIVE YEAR: 3.1% (2.5%-3.8%) VS 2.9% (2.8%-3.0%) OF THE CLASS. O AT 4TH POSTOPERATIVE YEAR: 3.3% (2.6%-4.0%) VS 3.2% (3.0%-3.3%) OF THE CLASS. O AT 5TH POSTOPERATIVE YEAR: 3.4% (2.7%-4.1%) VS 3.4% (3.3%-3.5%) OF THE CLASS. O AT 6TH POSTOPERATIVE YEAR: 3.4% (2.7%-4.1%) VS 3.6% (3.5%-3.8%) OF THE CLASS. O AT 7TH POSTOPERATIVE YEAR: 3.4% (2.7%-4.1%) VS 3.9% (3.7%-4.0%) OF THE CLASS. O AT 8TH POSTOPERATIVE YEAR: 3.4% (2.7%-4.1%) VS 4.1% (3.9%-4.3%) OF THE CLASS. 3. THA FOR PF-FRACTURE (R3 NEUTRAL INSERTS USED IN 672 HIPS VS 36,431 PROCEDURES LISTED FOR THE CLASS). O AT 1ST POSTOPERATIVE YEAR: 6.9% (4.9%-8.8%) VS 6.1% (5.8%-6.3%) OF THE CLASS. O AT 2ND POSTOPERATIVE YEAR: 7.1% (5.0%-9.0%) VS 6.7% (6.4%-6.9%) OF THE CLASS. O AT 3RD POSTOPERATIVE YEAR: 7.6% (5.5%-9.7%) VS 7.1% (6.8%-7.3%) OF THE CLASS. O AT 4TH POSTOPERATIVE YEAR: 7.6% (5.5%-9.7%) VS 7.4% (7.1%-7.7%) OF THE CLASS. O AT 5TH POSTOPERATIVE YEAR: 7.6% (5.5%-9.7%) VS 7.6% (7.3%-8.0%) OF THE CLASS. O AT 6TH POSTOPERATIVE YEAR: 7.6% (5.5%-9.7%) VS 7.9% (7.6%-8.2%) OF THE CLASS. O AT 7TH POSTOPERATIVE YEAR: 7.6% (5.5%-9.7%) VS 8.2% (7.8%-8.6%) OF THE CLASS. O AT 8TH POSTOPERATIVE YEAR: 7.6% (5.5%-9.7%) VS 8.4% (7.9%-8.8%) OF THE CLASS. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.

Manufacturer narrative:
THIS REPORT IS SUBMITTED IN RESPONSE TO THE FDA¿S OBSERVATIONS REGARDING SMITH+NEPHEW¿S (S+N) SUMMARY MDR REPORTING PRACTICES UNDER (B)(4), COMMUNICATED ON JULY 1, 2025. AS A RESULT, THE DATA PREVIOUSLY REPORTED THROUGH MDR 1020279-2025-00895 IS NO LONGER VALID AS IT WILL BE MIGRATED AND SUBMITTED UNDER MDR 1020279-2025-00893 BY THE END OF THE THIRD REPORTING QUARTER, AS AGREED WITH THE FDA.

Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;